Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to the training issue, no investigation of the product is required. Adc customer service completed the requested training. The device manufacture date is unknown.

Event description:
A customer called in requesting calibration training and reported that as a result of being unable to test, he experienced a hypoglycemic episode and was treated by paramedics with glucose intravenous infusion. The customer also reportedly self-treated by eating food to counteract the event. There was no report of death or permanent impairment associated with this medical event.